Event description:
It was reported that prior to starting a da vinci si surgical procedure the pk dissecting forceps instrument was not recognized by the system. The instrument was not used in the case. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. The instrument was successfully checked for recognition on an in-house system. The pogo pins were not stuck and are were not contaminated. Dcp verification of instrument passed. An additional observation not reported was the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp still remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.